Event description:
It was reported that revision surgery was performed due to severe pain, failed left hip resurfacing, swelling, loss of mobility, loss of strength, reactive skin lesions, and elevated levels of cobalt and chromium.

Manufacturer narrative:
It was additionally reported that the patient died. No information has been supplied relating the patient's death to the devices. Smith & nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the acetabular cup & femoral head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the cup + head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the cup. Similar complaints have been identified for the head and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The medical documents were reviewed. Although it was reported that the cobalt and chromium levels were elevated, no levels were reported. Without the supporting lab results, imaging, and the analysis of the explanted components, the root cause of the reported elevated cobalt and chromium levels, pain, swelling, loss of mobility, loss of strength, and reactive skin lesions cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.